Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-000148213 on 12/15/2020, it was noticed that an incorrect reference was made in section b5 of the 3500a initial medwatch report. The following is the incorrect statement: "(2) MFR # 2029046-2020-00001 for product code m490007 (smartablate¿ system rf generator (us))" the correct statement is: "(2) importer # 2029046-2020-01072 for product code m490007 (smartablate¿ system rf generator (us))."

Event description:
It was reported that a (B)(6)-year-old female patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool smarttouch bidirectional sf catheter and a smartablate¿ system rf generator (us) and suffered a cerebrovascular accident (cva). At the beginning of the case, the smartablate¿ system rf generator (us) was set up for stsf settings. During concomitant use of a baylis rf transseptal needle, the smartablate generator was turned off. After transseptal puncture was completed, the smartablate generator was turned back on. During ablation, impedance spiked multiple times. Since impedance did not exceed the user-selected cut-off, the system did not stop ablation. Smarttouch sf catheter was removed to inspect for possible char and none was observed. It was noted that the account wanted to review the log file with the intent to find the irrigated catheter flow rate during ablation, as they were curious to find out if the smarttouch sf catheter was inadvertently set up incorrectly, then changed mid-procedure. It was discovered that the smartablate¿ system rf generator (us) does not store irrigated catheter flow rate information in the log file. The smartablate¿ system rf generator (us) was set on 4mm presets at 25 watts and 50 degrees celsius. Staff turned the smartablate¿ system rf generator (us) off during transseptal puncture and back on after 2 transseptal sheaths were placed. Per the information received from the biosense webster inc. Representative on 4/11/2018, ¾ of the case completed, impedance rises were noted on the catheter and it was at that time the catheter was removed to look for char. There was no discussion with the physician and no verbalization of the formation of char or not. As catheter was then being placed back into the body, it was noted then that the settings on the smartablate were that of a 4 mm tip standard rf ablation catheter. These were then changed to the stsf settings. This explains the sudden change at lesion 132. Case was completed. Patient was transferred and at that time, no concern for embolic stroke. An unspecified number of days post-procedure, the patient exhibited signs of a stroke. There is no information regarding interventions or patient outcome. Patient required additional inpatient care (unspecified) as a result of the adverse event. Physician did not provide a causality opinion. On 1/24/2019, additional information was received in medwatch 5200700000-2018-8001 that the incorrect ablation/cooling fluid flow settings resulted in the tip getting too hot which caused char formation. This char then must have become free-floating in the bloodstream and resulted in the patient experiencing a stroke. On july 23, 2020, during an internal review it was decided to report the adverse event under the smartablate generator since the contribution of the clinical user error of "incorrect catheter settings selection" to the patient consequence cannot be excluded. Biosense webster inc.'s reference number (B)(4) has two reports: (1) MFR # 2029046-2018-01422 for product code d134805 (thermocool® smart touch® sf bi-directional navigation catheter).  (2) MFR # 2029046-2020-00001 for product code m490007 (smartablate¿ system rf generator (us)).